Manufacturer narrative:
The investigation into the positioning issue has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the positioning issue was patient movement, the patient pulled out the impella device and there were impella position in aorta alarms observed in the data logs.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old male suffering from cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support as the care needed escalation from the impella cp. The patient inadvertently pulled the impella device out of position when they became agitated during support. Due to the forced removal out of position, the decision was made to replace the impella pump. There was no patient harm.